Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red vtach alarm should have occurred on (B)(6) 2017 at 15:03:53 for bed (B)(4), but it did not. There was no patient incident.